Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported difficulties and treatment appear to be related to interaction of the device with patient anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is submitted on a separate medwatch report.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device was difficult to insert due to tortuous anatomy. Another proglide device was used and no sutures were present after the proglide plunger was removed. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.